Event description:
Allegedly the articular surface was implanted onto an incompatible tibial component. The incompatibility of the components resulted in joint instability resulting in revision after a relatively short period of time. Zimmer has requested add'l info regarding this event and the product identification of the tibial component. Zimmer has been informed that no add'l info is available, therefore, co has no evidence the wrong components were implanted.